Manufacturer narrative:
The investigation has been started. Results will be provided within the follow-up report. H3: on-going.

Event description:
It was reported that a vent fail occurred during use. Based on current information, the date of event is unknown, (B)(6) 2023 was the date of the following service intervention on-site. There was no patient injury reported.

Manufacturer narrative:
According to the provided information a faulty breathing system heating caused the described ventilation failure. No logfile was available for the investigation. In general the non-availability of the breathing system heating does not influence the ventilation or monitoring functionality of the device. It might be assumed that, as a result of the failure, an accumulation of condensed water in the upper piston diaphragm occured. A ventilator failure can only result from this if large amounts of water (>~180 ml) accumulate and enter the measuring line of the inspiratory pressure sensor in a fresh gas shortage situation and disturb the pressure measurement. The IFU describes that the device will be impaired if condensation enters the breathing system and/or the ventilator diaphragm and to check the upper diaphragm on a daily basis and empty if necessary. In case large amounts of water accumulate due to a long period of using minimal flow (as also described in the IFU) the user is instructed to install water traps in the breathing hoses. Also, the instructions for use describes how to check and empty the water trap. The device would generate the adequate alarms in case of a blocked water trap. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation remains possible. Based on the available information, the assumption made can neither be confirmed nor refuted. It can however be assumed that the device detected a deviation and reacted according to specification. On site the valve plate was replaced as a precautionary measure, the device was tested and returned to use. H3 other text : device not available for investigation.

Event description:
It was reported that a vent fail occurred during use. Based on current information, the date of event is unknown, (B)(6) 2023 was the date of the following service intervention on-site. There was no patient injury reported.